Event description:
I have a complaint about the accuracy of the relion confirmation micro blood glucose test strips sold through (B)(6). These have been way out of line from my typical blood sugar levels. They are lot a135a02. I had called relion (B)(6) to complain and was told they would send out a control solution. I called again on (B)(6) and was told it takes a few days to get through in the mail. I called yet again on (B)(6) and they asked me to send back the strips so they could test them. At this time, I decided they were giving me the run-around. I told them absolutely not. I'll file a complaint with the FDA. Four days later on (B)(6) (and almost three weeks now since my first call) per (B)(4) track and confirm they finally sent the control standards and it arrived on the (B)(6). I ran a control it said 95, the control should have said 80. Repeating with other strips yielded the same, 95-96 instead of 80. Is there any other info you would need? In your "date of event" I'm putting in the first day I tested with the new batch. These ran 20 to 38 points higher than normal on my blood sugar levels. I monitor daily and spreadsheet to be aware of trends. This trend suddenly jumped way out of line.